Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported sharp watchdog timeout errors which were reproduced at device start up and found to be caused by a software anomaly. The device was processed to clear the sharp watchdog timeout error through reprogramming of the processor printed circuit board and installation of the newest software. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant sharp watchdog error. There was no known patient injury or medical intervention associated with this event. No additional information is available.